Manufacturer narrative:
Per the clinic, the patient also experienced skin breakdown at the implant site (specific date not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient has thin skin and experienced increasing burning sensation, pain at the implant site and headache, leading to an exposure of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.